Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number: ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the physician placed the implant at tooth site #30, the root of the fixture mount broke off. The implant had already been placed in the patient's mouth and only the fixture mount was retrieved. The doctor stopped using the fixture mount and used a different product.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was not returned for investigation, however the mount was returned. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the hex of a mount. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1243405). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243405) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. Based on the investigation and risk file review, the most likely cause determined from the investigation is the implant is loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function, customer uses inappropriate surgical or restorative protocol resulting in implant being placed or restored contrary to the instructions for use and leads implant breakage, implant not placed properly, clinician error and incorrect assembly of the abutment/mount to the implant and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.